Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced tearing and air in line. The reporter stated that they ¿at roslags dialysis, on several occasions, air gap has been discovered in the arterial tube in patients who have had tego plugs. Yesterday, the machine also alerted for air and when the staff looked at the cdk, they could see how air was sucked into the arterial tube. The dialysis machines have also alerted us on several occasions for high venous and/or arterial pressure, which became normal when the tego plugs were removed.¿ update: there were defects, tears, or cuts noted on the product. The plastic dressing on the tego- connector is a little bit damaged because the bloodline needed to been taken off the tego-connector with forceps. The tego-connector was not visibly damaged when in use. There was a patient involvement but no patient harm.

Manufacturer narrative:
Investigation summary: one (1) used list# d1000, tego¿ connector, appx 0.05 ml, ninety (90) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 14071895 and three (3) new list# d1000, tego¿ connector, appx 0.05 ml lot# 13882260 were returned for evaluation. As received tear damage outside the seal of the used sample was observed, typical of hemostats tool being used. No additional damage or anomalies on the used samples was confirmed. No mating device was returned for evaluation. The used sample was tested as procedure and passed all the test. The new samples were primed, and no occlusion or anomalies were confirmed. A device history record lot review was performed and no anomalies, discrepancies or nonconformances were identified that might lead the condition reported by customer. Complaint of air gap was discovered in the arterial cannot be confirmed or replicated. Even though a visible damage was observed on the samples, this wouldn't lead a leaks or functional performance. However, the probable cause of the seal damage observed on the used sample is typical an etched tool such a hemostat tool during use.